Manufacturer narrative:
On jun 10, 2022, additional information was received indicating the patient also experienced lymphadenopathy on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2022. The date of implantation was identified as (B)(6) 2013. Reason for device explant and/or reoperation: breast pain, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13 2022, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the right side and bilateral ptosis. The date of explantation was identified as (B)(6) 2022. This report is for the right breast prosthesis. On may 20 2022, the mentor failure analysis lab received the device for evaluation. On jun 5 2022, an evaluation of a photo of the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On jun 6 2022, the physical device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gsx mod classic gel, 340cc breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed, according to the mentor procedure, and it identified a tear within an area of shell abrasion on the posterior view, measuring approximately 0.3 cm. No additional leaks were detected during the leak testing. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 340cc and experienced breast pain and device rupture on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.